Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: sample received: 6 unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. All packs received are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the OEM. Knot pull tensile strength results conducted on the closed samples received fulfill OEM requirements. Degradation test (14 days in sorensen solution at 37 degree c) has been conducted with the samples received and the results fulfill OEM requirements. Degradation test prior to sample release also fulfilled OEM requirements. Review the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/ preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). The veterinary customer reports the following: after 3 - 5 days following internal suture of the abdominal wall in 3 ovh in cats, suture dehiscence and evisceration occurred. When it was opened, it was verified that there were breakage of the thread at several locations.